Event description:
The facility representative reported a pump that stopped during infusion and reverted back to the main screen. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The pump has been requested but has not yet been received in baxter for eval. A follow-up report will be submitted should the device be received and an eval completed.